Event description:
Bayer case number: (B)(4). Head pain [head pain], fatigue [fatigue] , cholesterol increased [cholesterol levels raised] , dental and eye deterioration [tooth disorder] , eye deterioration, [visual impairment], maldigestion of certain foods [maldigestion] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4521 days after essure insertion, she experienced headache (seriousness criterion medically important), fatigue ("fatigue"), tooth disorder ("dental and eye deterioration"), visual impairment ("eye deterioration,") and dyspepsia ("maldigestion of certain foods") and was found to have blood cholesterol increased ("cholesterol increased"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, blood cholesterol increased, tooth disorder, visual impairment, dyspepsia or headache. The reporter commented: date of occurrence: (B)(6) 2024. Occurrence period: over 1 year ago. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Blood cholesterol] on (B)(6) 2024: 1.35; on (B)(6) 2025: 1.38, [blood triglycerides] on (B)(6) 2024: 0.90; on (B)(6) 2025: 1.45, [high density lipoprotein (1.30- 2.10 mmol/l)] on (B)(6) 2024: 1.35; on (B)(6) 2025: 1.38, [low density lipoprotein] on (B)(6) 2024: 4.25; on (B)(6) 2025: 5.34, [non-high-density lipoprotein cholesterol] on (B)(6) 2024: 4.66; on (B)(6) 2025: 6, [total cholesterol/hdl ratio] on (B)(6) 2024: 4; on (B)(6) 2025: 5. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Head pain [head pain], fatigue [fatigue], cholesterol increased [cholesterol levels raised], dental and eye deterioration [tooth disorder], eye deterioration, [visual impairment], maldigestion of certain foods [maldigestion]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-apr-2025. The most recent information was received on 16-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4521 days after essure insertion, she experienced headache (seriousness criterion medically important), fatigue ("fatigue"), tooth disorder ("dental and eye deterioration"), visual impairment ("eye deterioration,") and dyspepsia ("maldigestion of certain foods") and was found to have blood cholesterol increased ("cholesterol increased"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, blood cholesterol increased, tooth disorder, visual impairment, dyspepsia or headache. The reporter commented: date of occurrence: (B)(6) 2024. Occurrence period: over 1 year ago. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Blood cholesterol] on (B)(6) 2024: 1.35; on (B)(6) 2025: 1.38, [blood triglycerides] on (B)(6) 2024: 0.90; on (B)(6) 2025: 1.45, [high density lipoprotein (1.30- 2.10 mmol/l)] on (B)(6) 2024: 1.35; on (B)(6) 2025: 1.38, [low density lipoprotein] on (B)(6) 2024: 4.25; on (B)(6) 2025: 5.34, [non-high-density lipoprotein cholesterol] on (B)(6) 2024: 4.66; on (B)(6) 2025: 6, [total cholesterol/hdl ratio] on (B)(6) 2024: 4; on (B)(6) 2025: 5. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.